Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose. The blood glucose at the time of the incident was 45 mg/dl. The customer declined troubleshooting for low blood glucose. It was unknown if the customer was using auto mode feature of the insulin pump. The insulin pump will not be returned for analysis.